Event description:
The customer reported high blood glucose levels, with signs of diabetic ketoacidosis. The customer had given himself insulin via manual injection, but still had blood glucose levels too high to read on the glucose meter. The customer was out of town and was unable to drive. A taxi was called for the customer, and he was taken to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.